Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit received with constant motor error alarm during rewind due to motor encoder out of phase. Unit also received with minor scratched lcd window, cracked reservoir tube window, broken reservoir tube lip, cracked battery tube threads, and bleeding lcd glass.